Event description:
It was reported that the patient underwent a surgical procedure to remove all components of this artificial urinary sphincter (aus) and implant a new device as it had been implanted for nearly 15 years. The procedure was ongoing at the time of report. No further information is available at this time. Additional information was received indicating the procedure was performed due to recurring incontinence as the result of a fluid leak in the system. All existing components were removed. Prior to placing a new device the patient's urethra was perforated. As such, implant of a new device has been delayed and will be completed after the patient has healed. The explanted components will not be returned for analysis as they were discarded following the procedure.